Event description:
Around midnight, a thermogard xp connected to a quattro catheter in a patient alarmed for air in the saline line. The rn on duty found the 500ml saline bag hooked to the machine to be empty. The bag was replaced with a new one. Approximately 30 minutes later, the air-in-line alarm went off again, and the second saline bag was found to be empty. The charge rn, bedside rn, and primary rn searched the line, patient, and machine for fluid and found no leaks to explain the saline loss. The bag was replaced, but after approximately an hour, the machine alarmed again and the third bag was found to be empty as well. Again, no signs of leakage were found in and around the line, patient, and machine. At this point, the catheter was removed and therapy was continued with cooling blankets, ice, and tylenol. A total of ~1.5 l of saline (three 500ml bags) remained unaccounted for. The patient showed no signs of having endured a rapid infusion of fluid; there were no signs of edema and no increased urine output. Catheter, tubing, tubing coil, air trap, and thermogard xp unit brought to clinical engineering for evaluation. Catheter was checked for leaks, but none were found. Thermogard xp unit was inspected and no abnormalities or leaks were observed. Coolant reservoir was slightly above minimum fill line. Specific gravity testing of coolant fluid showed a content of approximately 50/50 distilled water and propylene glycol, which is to be expected per thermogard IFU. At this time, the source of ~1.5 l leak is still unknown. Manufacturer response for system, hypothermia, intravenous, cooling, quattro® intravascular heat exchange catheter kit custom luer applause (heparin) (per site reporter). Catheter, tubing, tubing coil, and air trap were returned to manufacturer zoll on for additional investigation. We are still waiting to hear back from them.